Manufacturer narrative:
Evaluation of the returned swiftpac coil pusher assembly confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, and the pull wire was in its initial position within the pusher assembly distal tip. If the swiftpac coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire causing the embolization coil to detach. Based on the reported event, the root cause of the resistance during procedure could not be determined. The detached embolization coil was not returned for evaluation. Further evaluation revealed kinks throughout the length of the pusher assembly. This damage is incidental to the complaint and may have occurred during packaging of device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat the left middle meningeal artery (mma). During the procedure, the physician placed microsphere particles in the target location using a non-penumbra microcatheter. The microcatheter was then removed and exchanged to a new microcatheter. The physician was advancing the swiftpac coil through the microcatheter and noticed the swiftpac coil had unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached swiftpac coil was removed. The procedure had ended at this point. There was no report of an adverse effect to the patient.